Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that capture was only observed at high capture thresholds on the right ventricular lead. Programming changes were suggested but due to extremely high thresholds lead re-positioning was recommended. The healthcare provider indicated re-positioning wasn't a current option. No other information was available.